Event description:
It was reported that the device was not powering on. No additional information.

Event description:
Additional information was received that stated the issue was discovered while performing routine maintenance.

Manufacturer narrative:
Corrected data: evaluations method code corrected (updated h6).

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented with a damaged membrane switch, cracked return tube, and missing orange plug. The fan guard was held on by tape but was not damaged. The customer stated problem was duplicated. Damaged membrane switch was replaced. The cause of the reported problem was traced to the customer damage of the device. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records., corrected data: e4: correction: customer reported to FDA: no information.